Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power cap module and the filament driver board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a precharge failure error message, made a popping sound, and smelled like smoke. No pt injury was reported.